Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the physician successfully performed two passes with retrieval device to treat a left middle cerebral artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. The patient suffered a subarachnoid hemorrhage (sah) after the procedure. A ventricular drainage was placed to treat the sah. The physician stated that the sah was caused by using the subject retriever and the cause of the patient death was ¿the increase of the subarachnoid hemorrhage.¿

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the physician successfully performed two passes with retrieval device to treat a left middle cerebral artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. The patient suffered a subarachnoid hemorrhage (sah) after the procedure. A ventricular drainage was placed to treat the sah. The physician stated that the sah was caused by using the subject retriever and the cause of the patient death was ¿the increase of the subarachnoid hemorrhage.¿